Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. During preparation, when attempt was made to remove the dilator from its tray, the dilator broke at the proximal part of it, in two pieces. No damage was noted on the package. Thus the device was replaced with another same model device and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the dilator was visually inspected and noted to have its luer detached. Therefore, the reported allegation was confirmed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. During preparation, when attempt was made to remove the dilator from its tray, the dilator broke at the proximal part of it, in two pieces. No damage was noted on the package. Thus the device was replaced with another same model device and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.